Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and the right ventricular lead integrity alert triggered. The analyst noted that the rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-ns episodes <(> <<)>220 ms on (B)(6) 2015. Additionally, there was evidence of t-wave oversensing noted during vt-ns and high rate-ns episodes on (B)(6) 2015. Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2008. (B)(6).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for t-wave oversensing (twos) and incremented short interval counts (sic). Reprogramming was performed to decreased the sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.